Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and capture threshold in the rv was rising. Rv impedance was stable near 700 ohms throughout record, until week of (B)(6) 2016 when it spiked out of range high. Rv threshold was stable near 1.0 volts throughout record until week of (B)(6) 2016 when it increased to greater than 2.25 volts. Lead warning on (B)(6) 2016. Concomitant addr01 ipg implanted: (B)(6) 2013; 4092-58 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the patient experienced palpitations. It was noted that the right ventricular (rv) lead exhibited high impedance, increasing and high thresholds, and the lead was unable to capture. The lead was programmed off and capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.